Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure: abdominal cavity/ expulsion of left coil/ left essure device is out of the left fallopian tube within the abdominal cavity'), fallopian tube perforation ('perforation-fallopian tube') and uterine perforation ('perforation- uterus') in a 28-year-old female patient who had essure (batch no. 626288,624303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and endometriosis. Current weight 135 lbs. Concurrent conditions included body mass index normal and hypothyroidism. Concomitant products included medroxyprogesterone acetate (depo provera) from 5(B)(6) 2008 to (B)(6) 2009 for contraception as well as amitriptyline, butalbital;caffeine;paracetamol (fioricet) from (B)(6) 2013 to (B)(6) 2019, corticosteroid nos from (B)(6) 2013 to (B)(6) 2019, levothyroxine from (B)(6) 2013 to (B)(6) 2019, loratadine from (B)(6) 2013 to (B)(6) 2019 and mometasone furoate (flonase) from (B)(6) 2013 to (B)(6) 2019. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems: condition: depression") and anxiety ("psychological or psychiatric problems: condition: mental anguish"), 27 days after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("pain/pelvic area"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder/urinary problem- bladder problem"), urinary tract infection ("bladder/urinary problem- uti"), urinary tract disorder ("bladder/urinary problem- urinary problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and cystitis ("bladder infection"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract infection, urinary tract disorder, vaginal infection, vaginal discharge and cystitis had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008, (B)(6) 2009 insertion details- right tubal ostia-seven coils and left tubal ostia three coils were noted. Current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: right side occluded. Left fallopian tube was not successful. Left essure device is out of the left fallopian tube within the abdominal cavity just posterior to the fallopian tube which is demonstrated to be patent.. Lot number:624303 manufacture date:2007-04 expiration date:2009-03. Lot number:626288 manufacture date: 2007-12 expiration date:2009-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: new events- bladder problem, urinary problems, vaginal discharge, vaginal infection, uti, bladder infection, fallopian tube perforation, uterine perforation were added. Event outcomes were updated from unknown to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal cavity/ expulsion of left essure coil / left essure device is out of the left fallopian tube within the abdominal cavity just posterior to the fallopian tube which is demonstrated to be patent.') In a 28-year-old female patient who had essure (batch no. 626288,624303) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 135 lbs. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera) from 5-nov-2008 to 5-feb-2009 for contraception as well as butalbital;caffeine;paracetamol (fioricet) from january 2013 to may 2019, corticosteroid nos from january 2013 to may 2019, levothyroxine from january 2013 to may 2019, loratadine from january 2013 to may 2019 and mometasone furoate (flonase) from january 2013 to may 2019. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic area"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems: condition: depression") and anxiety ("psychological or psychiatric problems: condition: mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (laparoscopically assisted vaginal hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008, (B)(6) 2009 insertion details- right tubal ostia-seven coils and left tubal ostia three coils were noted. Current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: right side occluded. Left fallopian tube was not successful. Left essure device is out of the left fallopian tube within the abdominal cavity just posterior to the fallopian tube which is demonstrated to be patent. Lot number:624303 manufacture date:2007-04 expiration date:2009-03. Lot number:626288 manufacture date: 2007-12 expiration date:2009-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal cavity/ expulsion of left essure coil / left essure device is out of the left fallopian tube within the abdominal cavity just posterior to the fallopian tube which is demonstrated to be patent.') In a 28-year-old female patient who had essure (batch no. 626288,624303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 135 lbs. Concurrent conditions included body mass index normal and hypothyroidism. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2009 for contraception as well as amitriptyline, butalbital;caffeine;paracetamol (fioricet) from (B)(6) 2013 to (B)(6) 2019, corticosteroid nos from (B)(6) 2013 to (B)(6) 2019, levothyroxine from (B)(6) 2013 to (B)(6) 2019, loratadine from (B)(6) 2013 to (B)(6) 2019 and mometasone furoate (flonase) from (B)(6) 2013 to (B)(6) 2019. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems: condition: depression") and anxiety ("psychological or psychiatric problems: condition: mental anguish"), 27 days after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("pain/pelvic area"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008, (B)(6) 2009 insertion details- right tubal ostia-seven coils and left tubal ostia three coils were noted. Current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: right side occluded. Left fallopian tube was not successful. Left essure device is out of the left fallopian tube within the abdominal cavity just posterior to the fallopian tube which is demonstrated to be patent.. Lot number:624303 manufacture date:2007-04 expiration date:2009-03. Lot number:626288 manufacture date: 2007-12 expiration date:2009-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received- new events dyspareunia (painful sexual intercourse), dysmennorhea (cramping) were added. Outcome of pelvic pain updated to recovering / resolving. New reporters, concomitant drug and medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal cavity/ expulsion of left essure coil / left essure device is out of the left fallopian tube within the abdominal cavity just posterior to the fallopian tube which is demonstrated to be patent.') In a (B)(6) female patient who had essure (batch no. 626288,624303) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6). Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2009 for contraception as well as amitriptyline from (B)(6) 2013 to (B)(6) 2019, butalbital;caffeine;paracetamol (fioricet) from (B)(6) 2013 to (B)(6) 2019, levothyroxine from (B)(6) 2013 to (B)(6) 2019, loratadine from (B)(6) 2013 to (B)(6) 2019 and mometasone furoate (flonase) from (B)(6) 2013 to (B)(6) 2019. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic area"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems: condition: depression") and anxiety ("psychological or psychiatric problems: condition: mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (laparoscopically assisted vaginal hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008, (B)(6) 2009. Insertion details- right tubal ostia-seven coils and left tubal ostia three coils were noted. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: right side occluded. Left fallopian tube was not successful. Left essure device is out of the left fallopian tube within the abdominal cavity just posterior to the fallopian tube which is demonstrated to be patent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs and mr received : lot number were added. Event of 'complications' replaced with new events - abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), migration of essure device location of device: abdominal cavity / expulsion of left essure coil/ left essure device is out of the left fallopian tube within the abdominal cavity just posterior to the fallopian tube which is demonstrated to be patent, depression, mental anguish, pain were added. New reporters, patient information, lab data, medical history, treatment and concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.